Event description:
During a laparoscopic cholecystectomy, the surgeon introduced the endoclip 5 mm device through the trocar and two clips came loose. The surgeon was able to sucessfully retieve the loose clips with a grasper. While using the same device the clips that were applied to the duct became loose and the surgeon had to reclip.